Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to becoming fractured 7 years after placement. Patient will return in the future for a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,4.1mm,sbm,11.5 (tsv4b11) and one (1) unknown zimmer screw were returned for investigation. Visual evaluation of the as returned product identified that the implant was fractured at the collar region. Additionally, a fractured screw was identified stuck inside the implant. Implant had signs of use with bone debris attached. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was not reported. Bone density was moderate density (type ii). The reported device was located on tooth 30 (fdi) and was used for approximately 6 years, 7 months. Device history record (DHR) review was completed for the subject lot number 62572706. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 62572706 for similar events and no other complaint was identified. Review completed utilizing keywords: functional : fracture : implant. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant.

Event description:
No further event information is available at the time of this report.